Event description:
The customer reported that the system failed to power up to a usable state. This issue will prevent the system from booting up properly. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.